Manufacturer narrative:
Evaluation summary: instruments a and b were returned in good visual condition and with no cartridge loaded. Instrument a was tested for functionality with a test cartridge and it fired conforming. Instrument b was tested for functionality and the instrument fired conforming; however, the cut line was jagged due to a damaged knife. Event described could not be confirmed as the staple line was noted to be complete. Cartridge a-b-d-e-I were returned in good visual condition and unfired. All cartridges were tested for functionality with instrument a and they all fired conforming. No anomalies were noted. Event described could not be confirmed as the staple lines were noted to be complete. Cartridge c-f-g-j-k were returned fully fired and in good visual condition; however, cartridge k was noted to be slightly damaged at the notches. No functional test could be performed. Event described could not be confirmed as the cartridges were fully fired. Cartridge: a-b-I batch v5de04: d-e batch y5ed8x; c batch v5de04; f batch y5ed8x; g-h batch y5ep3e; j batch y5ec4h; k batch x5du76.

Event description:
During an unknown procedure, device fired initially, however, when reload was fired, several staples remained in the cartridge. Further reloads had staples come out of cartridge when red tab was removed. It was not noted how the case was completed. There was no patient consequence.